Event description:
It was reported that during testing the pump had a bubbled or unattached dso seal. There was no patient involvement.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which confirmed the detached downstream occlusion (dso) seal. The dso seal was replaced to fix the issue.